Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was hospitalized with a diagnosis of diabetic ketoacidosis and high blood glucose level and the customer's insulin pump had a beep anomaly. The customer's blood glucose values were 590 mg/dl and 500 mg/dl. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Device programmed the alert on high with the glucose sensor simulator and the alert registered properly in the pump history and alarmed properly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.